Event description:
It was reported that the patient was experiencing undesired sensations due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. There was no device malfunction suspected. The explanted leads will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred two weeks from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(4), batch: (B)(4).